Event description:
Reportedly, the pt underwent left carpal tunnel and left cubital tunnel decompression surgery in 2003. 5/0 polysorb suture was used to close the sub-q. Tissue adhesive was used for skin closure. In 5/2003 the surgeon performed a scar revision to excise 5 sutures that had not fully absorbed.